Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 03.010.523, lot# 8751016. Manufacturing location: (B)(4), manufacturing date: feb 24, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a patient underwent surgery for an intramedullary nail of the tibia. During the procedure, the tip of the driving cap broke inside of an insertion handle. The driving cap broke upon hammering the device with a hammer. Since there was enough post at the end of the driving cap, the surgeon continued to hammer the device and proceeded with surgery. No fragments were generated. The procedure was successfully completed with no surgical delay. The patient outcome was reported as stable. The tip remained in the insertion handle. Concomitant medical products: radiolucent insertion handle for expert nails/100mm (part# 03.010.486, lot# 8372827, quantity 1); hammer (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient height is reported as (B)(6). A product development investigation was performed. It was reported that the tip of the driving caps had broken off into the 03.010.486 insertion handle under two separate events (03.010.523/lot 8751016 under (B)(4) and 03.010.475/lot 7719526 under (B)(4)). The complaint was able to be confirmed. The entire insert tip had broken off of the weld of part 03.010.475 while only the distal threads of the 03.010.523 cap had broken off. Both fragments remained lodged in the returned insertion handle. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Replication of the complaint is not applicable as the driving caps were received broken. A visual inspection, device history record review, and drawing review were performed as part of this investigation. This complaint is confirmed. The returned 03.010.486 lot 8372827 insertion handle was received as a concomitant device without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. As per technique guide, the 03.010.523 and 03.010.475 driving cap are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. Relevant product drawings were reviewed: per design change order (dco) the acceptable hardness range on article 03.010.523 has been changed. This change is a corrective action to make sure the material hardness at the thread is sufficient. The instrument was manufactured prior to this change. The design history was not found to impact the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No ncrs were generated during production. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail was successfully implanted. Additional concomitant device reported: nail (part # unknown, lot # unknown, qty 1).